Manufacturer narrative:
It was reported that this event occurred over the week prior to (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (7) 2000ml exactamix eva tpn bags had leaked from the middle port. This event occurred after the device had been compounded with an unspecified solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and revealed that there was a leak test failure at the spike port during manufacturing. The cause of the condition was determined to be a machine assembly issue. The affected product was segregated and 100% visually inspected, and the affected units were scrapped. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.